Manufacturer narrative:
(B)(4). This report of peritonitis was confirmed to be caused by a break in aseptic technique further described as made a mistake and touch contamination. A sample was unavailable and the lot number was unknown, therefore a sample evaluation and batch review could not be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient had a break in aseptic technique, further described as made a mistake and touch contamination, which caused peritonitis during peritoneal dialysis (pd) therapy using unknown baxter disposables. The patient was not hospitalized for the event. Treatment included vancomycin intraperitoneally (ip) for three weeks. Retraining on proper aseptic technique was performed. The patient recovered from the peritonitis event. Pd therapy was ongoing.